Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device doesn't work. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded. Further, keyboard resistance was out of tolerance limits. The cable was in good condition and motor cup was unstuck. The motor, device body and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The serial number changed to (B)(4). Fluid ingress into the device and contact with the motor is responsible for the rusty motor. With the available information, we cannot determine the root cause of the defective keyboard. The corroded motor and defective keyboard would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the micro tornado hp w handcontrol did not work. During in-house engineering evaluation, it was observed that the motor was corroded. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.